Event description:
It was reported that a small volume folfusor had no flow during patient infusion. The issue was further described as, the pump was scheduled to infuse 5-fluorouracil over 48 hours via a peripherally inserted central catheter (PICC) line. After 48 hours, the pump was still full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 21, 2025 ¿ april 23, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.